Event description:
A healthcare provider reported the patient came in on (B)(6) 2013 and they were having a lot of pain over the weekend. They had used several boluses, but they were not effective for helping with their pain. They stated that the counters on the pump only show one unsuccessful activation. The hcp stated they increased the daily dose on the day of the report, and the counters were still showing zero for unsuccessful activations, lockout attempts, and successful activations. The lockout interval was two hours. The hcp had already updated the pump, so they were not able to pull the reports. The hcp reported a time when the patient got two boluses back to back and had no lockout interval in effect at that time. The medication used within the system was hydromorphone. It was later reported that there was a concern for inflammatory mass due to the increase in pain. The patient would be going to the MRI to confirm if that was the case. The inflammatory mass was suspected but not confirmed as of (B)(6) 2013. A healthcare provider later reported that the cause of the event was a new injury, and the patient ¿further injured their back¿. The patient did not require hospitalization, and the patient recovered without sequelae. No information was reported regarding the patient¿s suspected inflammatory mass.

Event description:
Additional information from follow up with the hcp reported there was nothing in the patient¿s notes regarding a new back injury. The patient did not have an MRI, but did have a CT scan and no inflammatory mass was found. There was nothing documented about the patient receiving back-to-back boluses, and the clinic had no pump logs or technical reports for review.

Manufacturer narrative:
Product ID: 8575, lot# n091113, implanted: (B)(6) 2007, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).